Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that a malfunction alarm occurred. Customer¿s blood glucose level was 350 mg/dl. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.